Event description:
Pt states she was admitted to ICU with diabetic ketoacidosis on (B)(6) 2009. Her blood glucose at admission was around 900 mg/dl. A nurse who examined her told her pdm is off by "110 points." This morning her blood glucose was 267 mg/dl at 10:15, 235 mg/dl at 10:45 and 63 mg/dl at 11:35. It was not reported whether any of these is a comparison result from another meter.

Manufacturer narrative:
The product was not returned for eval. We were unable to confirm the alleged malfunction and cannot draw any conclusion as to whether any product condition could have contributed to the event. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "you should perform a control solution test when you suspect that your meter or test strips are not working properly" or "when you think your test results are not accurate, or if your test results are not consistent with how you feel." It also recommends that, "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately."